Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record was not performed. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: linking: (B)(4).

Event description:
Voluntary medwatch report mw5155163 was received and reported. The report stated: "patient had a flowonix pump and catheter implanted that was not aspirating. The flowonix system was explanted." The reporter of the issue asked to remain confidential and the device information was not provided. As this is the case, no additional follow up can be performed for this issue.